Event description:
When the physician attempted to use a hydratome rx sphincterotome for an ercp procedure, it did not work properly. Normally a wire on the end of the device would be moved into different positions using the handle. In this case, the end could not be repositioned, and did not appear to even have a wire.